Event description:
It was reported that there was lead migration. A revision was planned but not yet scheduled. No diagnostic testing or troubleshooting was required. The cause of the event was determined to be because the patient had fallen on (B)(6). X-ray taken on (B)(6) did not show any migration, but stimulation pattern changed. The x-ray on the day of the report showed the leads migrated down 2 vertebral bodies. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).